Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Knee swelling [joint swelling]. Case description: spontaneous report was received on (B)(6) 2011 from a (B)(6) male patient, initials (B)(6) , with osteoarthritis. The patient's medical history was not provided. In (B)(6) 2011, the patient initiated synvisc one (hylan g-f 20) injection of 6 ml, once, in an unspecified location. The lot number of synvisc one was not provided. On an unspecified date, the patient experienced knee swelling for which cortisone injection was given. Synvisc one dose was unchanged. The outcome for the event of knee swelling was unknown. Concomitant medications were not provided. The intensity for the event of knee swelling was assessed as unknown. The qa (quality assurance) investigation results were received on (B)(6) 2011. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.